Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and test strips were returned. No investigation required: test strips are expired and customer did not allege product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Customer using true result meter and requested assistance on how to use meter. Customer is not alleging product defect. Instructed customer that true result meter is discontinue and to stop using meter. The customer did not report symptoms. Medical attention with use of product was not reported. Customer was upgraded to true metrix product line. The test strips are expired: 22-may-2018. Customer was advised to send back true result meter/strips. Customer test strips have been affected by the recall.